Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the surgeon utilized a clip to hold catheter in place for a cholangiogram and when the clip was removed from the cystic duct the surgeon noticed a small tear.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.